Manufacturer narrative:
Scale board malfunction.

Event description:
It was reported by svc report that the bed exit did not work. There was pt involvement; however, no adverse consequences were reported.